Event description:
The customer contacted physio-control to report that their device failed to detect connection of the electrodes to the patient. A lifepak 15 device was used to successfully sense the patient. The patient was resuscitated without any shocks advised or delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer did not return the device. The reported complaint could not be verified or confirmed. Physio-control determined that the cause of the reported issue was due to use error. The customer had used incorrect therapy electrodes. The customer retained their device for use. H3 other text : device not returned

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to detect connection of the electrodes to the patient. A lifepak 15 device was used to successfully sense the patient. The patient was resuscitated without any shocks advised or delivered. This issue is patient related; however there was no adverse event reported.